Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop error. No patient involvement reported.

Manufacturer narrative:
Become aware date: (B)(6) 2016 customer declined repair.